Event description:
The caller reported that their pump screen was dark and would not turn on, and the pump battery would not charge. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.